Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4). It was reported that following insertion the patient experienced abdominal pain, scat tissue and hernia recurrence. It was reported that patient underwent mesh revision on 10/6/2016. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient underwent additional surgery on (B)(6) 2016. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.